Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A nurse contacted a zoll territory manager to reported that a (B)(6) year old male pt's electrode belt has a damaged cable. The pt issued a replacement electrode belt.